Manufacturer narrative:
The complaint of a damaged catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation, which showed a 22g insyte autoguard bc device with evidence of use. The needle was protruding through the midpoint of the catheter. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage likely would have precluded venous access. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Catheter shearing during insertion. Patient harm? Additional IV attempt was necessary due to failure of product.